Event description:
A report was received that the patient lost stimulation. The lead was showing high impedances. Lead migration was confirmed by x-ray. The patient underwent a revision procedure, during which, it was noted that the contacts were dislodged. The lead was replaced. Two contacts were not recovered and remained inside the patient¿s body. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there were no known complications of the two missing contacts. No further course of action will be taken. The complaint of loss of stimulation/lead damage due to x-ray confirmed lead migration was verified. Visual inspection revealed distal electrode's #3l, #7l, #8l, #7r and #8r were partially dislodged from the paddle silicone, but still attached to their respective cables. Six completely dislodged electrodes were returned. One electrode was not returned. The root cause of the lead migration and electrode dislodgement is unknown.

Manufacturer narrative:
Should have been: additional information was received that there was only one missing contact and there was no known complication. No further course of action will be taken. The complaint of loss of stimulation/lead damage due to x-ray confirmed lead migration was verified. Visual inspection revealed distal electrode's #3l, #7l, #8l, #7r and #8r were partially dislodged from the paddle silicone, but still attached to their respective cables. Six completely dislodged electrodes were returned. One electrode was not returned. The root cause of the lead migration and electrode dislodgement is unknown.

Event description:
A report was received that the patient lost stimulation. The lead was showing high impedances. Lead migration was confirmed by x-ray. The patient underwent a revision procedure, during which, it was noted that the contacts were dislodged. The lead was replaced. Two contacts were not recovered and remained inside the patient¿s body. The patient was doing well postoperatively.

Event description:
A report was received that the patient lost stimulation. The lead was showing high impedances. Lead migration was confirmed by x-ray. The patient underwent a revision procedure, during which, it was noted that the contacts were dislodged. The lead was replaced. Two contacts were not recovered and remained inside the patient¿s body. The patient was doing well postoperatively.